Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg would not turn on following an unrelated surgery. The patient's ipg was eventually recovered and able to turn on. Afterwards, the patient underwent surgical intervention wherein the entire scs system was explanted. Date of explant is unknown.

Manufacturer narrative:
Corrected data: health effect codes, medical device problem code, component codes, investigation findings codes and investigation conclusion code.